Manufacturer narrative:
Sc-1110-02/(B)(4) device evaluation indicated that the complaint has been confirmed. The ipg exhibited excessive battery depletion rate and sleep current leakage. The source of the symptom was defective analog ic (u1), and the patient data indicated that the device characteristics changed after the implant procedure.

Event description:
A report was received that the patients ipg was draining too fast and was not taking a charge. A bsn representative analyzed the ipg database and confirmed premature battery depletion. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patients ipg was draining too fast and was not taking a charge. A bsn representative analyzed the ipg database and confirmed premature battery depletion. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. The patient was doing well postoperatively.

Event description:
A report was received that the patients ipg was draining too fast and was not taking a charge. A bsn representative analyzed the ipg database and confirmed premature battery depletion. The patient will undergo an ipg replacement procedure.